Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a left heart catheterization, the glidesheath slender sheath was leaking. The estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator were returned for product evaluation. Visual inspection revealed that a kink was also noted on the sheath shaft at the hub. There was also a dent noted 2.6 cm from the sheath hub. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and air bubbles were detected for 30 seconds. The crosscut valve was dissected and viewed under microscopy and damage was noted at the center. The complaint can be confirmed for fluid issue. Based on the damage observed on the crosscut valve, it is likely the dilator was inserted into the sheath off-center resulting in damage of the crosscut valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.